Event description:
Pt found with bluish discoloration and labored breathing. Alarm on o2 sat monitor had been turned off. Monitor had been replaced several months ago after the monitor suffered water damage. The replacement monitor was configured differently than all other monitors on the unit (they would only "suspend" x 2" then return to active status).